Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a drainage procedure performed on (B)(6) 2024. During the procedure, the second flange was unable to be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a drainage procedure performed on (B)(6) 2024. During the procedure, the second flange was unable to be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent deployed and expanded. The inner sheath and outer sheath were kinked. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent partially deployed. The stent was returned fully deployed and expanded. The additional observed damages of outer sheath and inner sheath kinked were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damages. Taking all available information into consideration, the investigation concluded that the most probable root cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling.